Event description:
It was reported that the balloon ruptured at less than 200 psi during a kyphoplasty procedure. No known fragments were left behind in the patient and the patient was not allergic to the contrast media. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.